Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the returned plate is broken post-production at level of the hole va-2 and va-5. No evidence of visual nonconformance manufacturing related. No nonconformances or document change have been identified which may be related to the complaint condition. The returned part was re-inspected for all the features relevant to the complaint condition. The measurable features (thickness, width and holes features) have been found conforming to manufacturing specifications. The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition that the plate broke postoperatively could be confirmed according to the received x-rays/pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4 device history review part: 04.117.602s, lot: l635665, manufacturing site: mezzovico, release to warehouse date: 07.november 2017, expiry date: 01.october 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. D10: complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
9/12/2019 updated event description (additional information) . It was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken variable angle (va) locking compression plate (lcp) right distal humerus plate. Originally, the patient was implanted with va-lcp plate and va locking screws on (B)(6) 2019. Eight days later, the patient had undergone rehabilitation. However, on (B)(6) 2019, an x-rays were taken and it was found out that the plate was noted to be broken. Thus, a reoperation was done and since the affected site was stable, the plate was replaced with another plate with one hole. An additional gibss was also applied. Procedure and patient outcome were unknown. Concomitant device/s reported: va locking screw (part# 04.211.038s, lot# unknown, quantity# 1), va locking screw (part# 04.211.050s, lot# unknown, quantity# 1), va locking screw (part# 04.211.054s, lot# unknown, quantity# 1), locking screw (part# 412.108s, lot# l840725, quantity# 1), locking screw (part# 412.109s, lot# l974792, quantity# 1). This complaint involves two (2) devices.

Manufacturer narrative:
Date of event: event year reported as 2019; exact date of postoperative plate breakage is unknown. Additional device product code: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken variable angle (va) locking compression plate (lcp) right distal humerus plate. Originally, the patient was implanted with va-lcp plate and an unknown screw on (B)(6) 2019. Eight days later, the patient had undergone rehabilitation. However, on (B)(6) 2019, an x-rays were taken and it was found out that the plate was noted to be broken. Thus, a reoperation was done and since the affected site was stable, the plate was replaced with another plate with one hole. An additional plaster cast was also applied to the affected site. Procedure and patient outcome were unknown. Concomitant device/s reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7mm/3.5mm ti va-lcp ext medial dhp. This is report 1 of 1 for complaint (B)(4).